Event description:
A physician performed a vascular closure and the patient developed a hematoma. The hematoma was injected with fibrin.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.